Manufacturer narrative:
No additional information at this time. When additional information is received, it will be reported as required.

Event description:
It was reported that the 9900 system would shut itself off and then reboot. The procedure was completed. There was no report of patient injury.